Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported experiencing issues with air bubbles in her insulin cartridges. She stated that she properly lubricates the insulin cartridge prior to use and she allows insulin to reach room temperature. At the time of the report, the patient disconnected from her infusion site and primed, and insulin dripped from the end of the infusion tubing. She did not see air bubbles in the insulin cartridge or infusion tubing. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.